Manufacturer narrative:
Updated device code from non specific device code to 1163: damaged/defective.

Event description:
It was reported that this left ventricular (lv) lead was an attempted lead during an implant procedure. This lv lead was connected to the pacing system analyzer (psa) revealing normal range pace impedance measurements. After being attached to the device the impedance was greater than 3,000 ohms in a couple vectors. The physician pulled the lead back and attempted it again. The impedances were between 1,700 to 3,000 ohms with the psa. The physician requested an additional suture sleeve to attach to the lead and verbalized that they did not like the sleeve. The field representative questioned whether the suture sleeve was secured too tightly. This lv lead was not implanted. The device along with a right ventricular (rv) lead were implanted only. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was an attempted lead during an implant procedure. This lv lead was connected to the pacing system analyzer (psa) revealing normal range pace impedance measurements. After being attached to the device the impedance was greater than 3,000 ohms in a couple vectors. The physician pulled the lead back and attempted it again. The impedances were between 1,700 to 3,000 ohms with the psa. The physician requested an additional suture sleeve to attach to the lead and verbalized that they did not like the sleeve. The field representative questioned whether the suture sleeve was secured too tightly. This lv lead was not implanted. The device along with a right ventricular (rv) lead were implanted only. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Updated device code from non specific device code to 1163: damaged/defective.

Event description:
It was reported that this left ventricular (lv) lead was an attempted lead during an implant procedure. This lv lead was connected to the pacing system analyzer (psa) revealing normal range pace impedance measurements. After being attached to the device the impedance was greater than 3,000 ohms in a couple vectors. The physician pulled the lead back and attempted it again. The impedances were between 1,700 to 3,000 ohms with the psa. The physician requested an additional suture sleeve to attach to the lead and verbalized that they did not like the sleeve. The field representative questioned whether the suture sleeve was secured too tightly. This lv lead was not implanted. The device along with a right ventricular (rv) lead were implanted only. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.